Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the impaction of a procotyl p am 48mm, the surgeon attached the handle to the cup. After first impaction of the cup he felt the handle could spin around the cup without getting tight. He discovered that part of the screw shaft of the handle had broke and was still attached to the cup. As it was impossible to unscrew the broken part attached to the handle, they dismissed the cup. The surgery was extended greater than 30 minutes.

Event description:
Allegedly, during the impaction of a procotyl p am 48mm, the surgeon attached the handle to the cup. After first impaction of the cup, he felt the handle could spin around the cup without getting tight. He discovered that part of the screw shaft of the handle had broke and was still attached to the cup. As it was impossible to unscrew the broken part attached to the handle, they dismissed the cup. The surgery was extended greater than 30 minutes.